Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported tamponade could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 9680001-2018-00112, 3008452825-2018-00260, 3008452825-2018-00261. During a pulmonary vein isolation procedure, a cardiac perforation occurred in the left atrium. During the procedure, geometry of the left atrium was created and the left pulmonary veins were successfully isolated. While isolating the right pulmonary veins, the introducer sheath shifted to the right atrium, together with the ablation catheter. While repositioning the introducer sheath, the patient¿s vitals went down. An echocardiogram was performed which revealed a tamponade. A drain was successfully placed, but vitals remained low. Cardiopulmonary resuscitation was performed although the patient still had rhythm. The patient was transferred to surgery for repair and is in stable condition. There were no performance issues with any abbott devices.